Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer also stated that the insulin pump had motor error. Drive support cap was normal. Customer was assisted in performing insulin pump rewind and customer was able to rewind the insulin pump. The insulin pump will be returned for analysis.